Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01280. This report is being submitted as additional information. Approximate age of device ¿ 29 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. The reported elevations in pump power and estimated flow were confirmed via the submitted log files. The submitted log files captured elevations in pump power and estimated flow. Following these elevations, the pump parameters returned to the baseline range. A specific cause for the change in pump parameters cannot be conclusively determined. The hm ii lvas instructions for use (IFU) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also provides information regarding recommended anticoagulation therapy. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient called to report elevated pump power and pump parameters all day. The patient presented to the emergency department on (B)(6) 2018 for lab draw and admission to coronary care unit (ccu) for heparin infusion. It was reported that pump powers were elevated beginning on (B)(6) 2018, with continued elevation throughout (B)(6) 2018. The biomedical engineer reviewed the pump history and observed an ingestion event on (B)(6) 2018. Post overnight heparin infusion, pump power appeared to be slightly down trending, but were reportedly 20% higher than baseline. Lactate dehydrogenase (ldh) draws were 228 u/l and 219 u/l. An echocardiogram (echo), ramp echo and cta were performed. All findings were within normal limits for this patient. There was reportedly no evidence of pump thrombus or malfunctioning vad in all testing. The patient was also given IV diuresis. No pump parameters were changed. A representative of the manufacturer¿s technical services reviewed the submitted log files and observed elevated power associated with a decrease in average pi. It also appeared that something could have passed through the pump. The patient was admitted from (B)(6) 2018. It was reported on (B)(6) 2018 that the patient had been seen in clinic since discharge and was stable. Testing showed the patient was a non-responder to plavix, so the patient was switched to ticagrelor 90mg twice per day.

Manufacturer narrative:
Correction to patient code.